Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. The reported brand name is the default for when tampon brand was not given. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The consumer's mother reported that her daughter had tss and was hospitalized in late october. She spent several days in the pediatric ICU and has now recovered. Her daughter used a variety of tampons around the time of the tss, including u by kotex tampons.